Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm that the pump alarmed for a system error 322 through review of the device history log. However, this system error could not be reproduced during testing. The device was tested for (B)(4) hours and no malfunctioned could be identified. The upper and lower aux. Will be replaced as they are known to contribute to system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.